Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.2mm x 15mm x 142cm fg coyote fc (emerge) balloon catheter was advanced for dilatation and was inflated twice at 8 atmospheres for 30 seconds. However, during the third inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.